Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has helium loss / rapid gas loss and ac power cord problem / hot ac transport assembly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, prior to use the cardiosave intra-aortic balloon pump (iabp) unit has helium loss / rapid gas loss and ac power cord problem / hot ac transport assembly. There was no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated that he could not duplicate the reported issue.. Exorcise unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer for clinical use.